Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 06-aug-2024 and forwarded to millyard advanced medical products, llc on 07-aug-2024. The patient reported their pump alarmed pump error, and troubleshooting was unsuccessful. They reported their backup pump was inadvertently discarded. The patient was planning to go to the hospital for assistance in restarting remodulin therapy. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.